Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a hole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a hole located in the proximal section and a pinhole located in the distal section on the body of the balloon. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2021. During the procedure, it was noted that while inflating the balloon it ruptured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2021. During the procedure, it was noted that while inflating the balloon it ruptured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.